Event description:
An easy core biopsy needle was used for a diagnostic liver biopsy. After the procedure, while removing the needle, a laceration and some minor bleeding were noted in the liver. The laceration was repaired surgically. It cannot be confirmed that the laceration was caused by the biopsy needle. There were no further complications reported with this event.

Manufacturer narrative:
This device has not yet been received by this MFR, consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.